Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: 4196 implantable pacing lead: (B)(6) 2010. Icf09b implantable pacing lead: (B)(6) 2010. (B)(4).

Event description:
It was reported that retrograde svt (supraventricular tachycardia) was seen and marked as vt (ventricular tachycardia). The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Evaluation summary: analysis of the device memory was performed and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.